Manufacturer narrative:
Initial reporter phone# : (B)(6). Initial reporter fax# : (B)(6). Initial reporter zip code : (B)(6). Investigation summary : exec summary - samples were received and an investigation was performed. A review of the complaint lot history check was performed and this is the 3rd related complaint for needle hub separates on this lot #. No non-conformances were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Samples returned - customer returned (2) 0.3ml syringes from lot# 0248506. The customer reported about needle and shield separation from the barrel when removing the shield. The returned syringes were examined and it was observed that 1 syringe exhibited a detached needle hub and shield assembly - no damage was observed on the barrel tip of this syringe. The remaining syringe exhibited an attached hub assembly ¿ removing the cannula shield from this syringe did not result in hub separation. Manufacturing (holdrege) will be notified of the observed issue. CAPA/sa - CAPA (B)(4) has been opened to address this issue. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 2 bd insulin syringes with bd ultra-fine¿ needle hubs separated from the device. The following information was provided by the initial reporter : the customer reported the needle and shield separation from the barrel when removing the shield.